Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his drive support cap is below the case on the insulin pump. Customer stated that he would have a low blood glucose level that would rebound high and go up to 500 and 600 mg/dl. Customer stated that he has also received a no delivery alarm during his basal rates. Customer stated that it was due to the reservoir running out of insulin. Customer reported that this issue occurred 2 days ago. Customer's blood glucose level was over 300 mg/dl this morning. Customer's blood glucose was over 20 mg/dl at the time of the incident. Customer's current blood glucose is 220 mg/dl. Customer has not treated for his blood glucose yet. Customer has been experiencing low blood glucose for a couple months and has been having lows every night (but not recently). Customer was advised to monitor his pump and call back if the issue continues.